Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and insulin pump received low battery alert after two days of using the insulin pump. Blood glucose reading was 48 mg/dl. The customer stated they did not eat and due to that had low blood glucose level. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The customer was assisted with the troubleshooting for the low battery alert. The insulin pump will not be returned for analysis.